Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient developed a hematoma at the access site. Sandbags were applied to the site and eight units of packed red blood cells were infused to counteract the patient's unstable hemoglobin levels. Support continued with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.